Manufacturer narrative:
The lead remains in service at this time. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that this right ventricular lead fractured. The lead is scheduled to be replaced at a later time. There were no adverse patient effects reported.